Event description:
During an in clinic follow up, undersensing and an increased threshold was observed on the right atrial (ra) lead. A dislodgement was suspected. Diagnostic imaging is anticipated however, not yet performed. Reprogramming was performed. The patient was stable.